Manufacturer narrative:
Other text: d10 and h6 updated. One device was returned for evaluation in used conditions with the tamper seal missing. Visual inspection found the rear housing battery contact was bent and the lens was scratched. The event history log was reviewed and the "lec 1310" error message was found. Batteries were inserted into the device and the device turned on. The customer problem was duplicated. Investigators cleared the error code and replaced the rear housing assembly. The root cause was attributed to a user issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G3: chile. B3, d5, e2, e3 were unknown at the time of reporting.

Event description:
It was reported that the device exhibited a last error code and misadjustment of the battery adaptor. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.